Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an open cholecystectomy procedure, the surgeon applied the clip, the clip did not stick on the vessel. They used suture to complete the procedure. No patient consequence reported. The device will not be returned.